Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery went on well and when the doctor was finally tightening the locking cap on the last screw suddenly there was a slip and final tightening shaft ((B)(4)) tip was found to be broken inside and struck on the locking cap.

Manufacturer narrative:
(B)(4). The viper2 final tightener driver (product code: 2867-45-550, lot number: ag2093835) was returned to the complaints handling unit (chu). The driver tip was found to have broken off. The driver was subsequently submitted for fracture analysis. The second half of the tip was not provided for this analysis. An optical image of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. Driver met hardness specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. Fracture analysis has determined that a probable root cause is quasi-static overload torsional shear failure brought about by unexpectedly high forces placed on the driver tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.